Event description:
Boston scientific received information that this right ventricular lead was exhibiting high pacing thresholds and low r waves. The lead was electrically modified to ensure the patient received uncompromised right ventricular therapy. No adverse patient effects were noted. This lead remains implanted. Boston scientific did not make the event dates available.